Manufacturer narrative:
MDR 8021545-2024-00945 - device 1 of 3. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024, the patient reported that the tape was not sticking with 3 infusions set falling after 1 to 2 days. No further information available.